Event description:
The customer reported that there was a failure to alarm for a desat event. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm for a desat event. No patient harm was reported. The users tested the monitor and it passed all testing after this incident. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.